Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. No ramping number or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the numbers on the insulin pump were scrolling without input. Customer took out the battery and replaced it, and then received a button error alarm. She stated that it had been abnormally humid outside and that she had gone jogging. The blood glucose reading was 102 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.